Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working. The customer reported that the touchscreen was previously replaced for the same issue. The customer also reported that the user interface was replaced, and the device worked for three months; however, within the last few days, the device was having the same issue from three months ago. The rse recommended replacing the power management (pm) printed circuit board assembly (pcba), and also the central processing unit (cpu) pcba. The customer was provided with the part numbers for the pm pcba, and cpu pcba. Information was received that the power management board was replaced to resolve the issue. The device was returned to service.